Event description:
Additional info provided by the reporting surgeon indicates that the reported intraocular lens dislocation was due to zonular dehiscence resulting from from pseudo exfoliation. The surgeon does not consider this event to be lens related. The pt's outcome was reported to be good and the pt's visual acuity in oct, 1999 was documented as 20/25.